Event description:
The customer reported that the device was outside in "torrential rain" for a period of time and now it won't power up. There was no pt associated with the report.

Manufacturer narrative:
The device will be evaluated by the failure analysis lab after it is returned to physio-control. Physio-control will submit a supplemental report on this event to the FDA.